Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after three days of intubation, the patient became agitated and had a low oxygen saturation of 90%. The ventilator alarmed. Immediate examination revealed cuff leakage in the endotracheal tube, with restraints in place. The on-duty doctor was notified, and intravenous infusion of propofol and diluted sufentanil was administered at 5 ml/h each. Assisted by the medical team, the endotracheal tube was replaced orally, with the new tube inserted to 24 cm and connected to the ventilator. After replacement, the patient¿s oxygen saturation increased to 97%, and monitoring continued.